Event description:
The patient has 4 leads (from the same lot) implanted as part of her scs system. The patient's spouse reported, the patient's scs system has never provided her effective pain relief for her headaches. It was also reported, the patient desires to try other treatment options. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.